Event description:
Caller alleged false negative triage d-dimer result of 226 ng/ml in comparison to the laboratory d-dimer result of 630 ng/ml. Reference ranges: triage d-dimer 400 ng/ml, laboratory 500 ng/ml. Patient presented with calf pain and bruising for one week prior to testing. Wells score was a +3 which is a high probability for dvt. Due to the negative triage results, the patient was sent home. Later, the patient was recalled and started on a deep vein thrombosis (dvt) pathway due to the positive laboratory result. There was no detrimental effect suffered by patient due to the initial result. Doppler ultrasound was performed on (B)(6) 2013, however, results were not provided. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.